Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a right iliac artery stenting procedure. Reportedly, the starclose se thumb advancer was difficult to advance and did not completely deploy. The safety release mechanism was not used to remove the starclose se device as it was not needed. The starclose se device was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported thumb advancer issue was confirmed based on the condition of the returned device. Device analysis observed that the plunger had not been deployed. It should be noted that the starclose instructions for use (IFU), closure procedure section, instructs the user to firmly depress the plunger until the number 2 appears in the number window to initiate splitting of the sheath prior to thumb advancement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.